Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not yet returned for evaluation.

Event description:
It was reported on (B)(6) 2016, that fluid accumulated under the dressing when flushing the bard powerline in-situ. When the healthcare professional (hcp) removed the dressing on (B)(6) 2016, they noticed the cuff external from the patient's skin, suggesting partial catheter dislodgement. The hcp also noticed fluid leaking when flushing the line with saline. There was no reported patient injury.